Manufacturer narrative:
(B)(4). Follow-up 1 corrections were submitted on jan 24, 2020 with awareness date jan 24, 2019. This is incorrect as the awareness date should be nov 16, 2019 and follow-up type. Additional information.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and passed. Pairing test was performed and passed. A review of the share logs was performed and transmitter failed error was not found within the investigation window. The allegation was not confirmed. The probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.